Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had an issue of ¿ingredient creep from destination container back into fluid path¿ while being used with a em 2400, main module. This was observed during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown) correction made to b5: there was no patient involvement (previously submitted as there was no report of patient injury or medical intervention associated with this event). Correction made to b6: na (previously submitted as ni). Correction made to b7: na (previously submitted as ni). Correction made to e1: initial reporter e-mail: (B)(6). H4: the lot was manufactured between july 27, 2022 - july 28, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.